Event description:
It was reported " the patient was admitted with coronary artery disease, the iab balloon could not be inserted when it reached the descending aorta and then immediately withdrawn and reintroduced with a new one (into the same insertion site)". No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was the supplied semi-finished insertion kit; the returned semi-finished kit appeared fully sealed and unused. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. The iabc outer lumen was noted damaged approximately from 29cm to 29.6cm from the iabc distal tip; the damage is consistent with buckling to the iabc outer lumen. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon could not be inserted when it reached the descending aorta" is confirmed. The returned intra-aortic balloon catheter (iabc) outer lumen was noted damaged. The damaged iabc can result in difficulty inserting the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen. The root cause of the damaged outer lumen is undetermined. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the patient was admitted with coronary artery disease, the iab balloon could not be inserted when it reached the descending aorta and then immediately withdrawn and reintroduced with a new one (into the same insertion site)". No patient harm or injury reported. The patient's current condition is reported as "fine".